Event description:
It was reported that during a catheter ablation procedure to treat paroxysmal epigastric tachycardia, a sureflex steerable guiding sheath was selected for use. During insertion to draw reverse blood, air was noted. The sheath was then flushed and re-inserted. Air was pulled out the same way. Therefore, to resolve the issue, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the MDR in block h8 usage of device supplemental MDR is being submitted to report investigation results. MDR aware date 04dec2023. The device was returned for analysis. The pre-decontamination was conducted and confirmed there were no visible damages, the rotation of the device was functional and flushing was successful. The vhx imaging test on both sheath and dilator identified a bend at the dilator hub as well as a potential tear in the sheath valve. The air and leakage test were performed and confirmed there were no signs of either form of leakage detected in any of the four test states. Hence, the reported allegation could not be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure to treat paroxysmal epigastric tachycardia, a sureflex steerable guiding sheath was selected for use. During insertion to draw reverse blood, air was noted at the hemostasis valve part of the sheath. The sheath was then flushed and re-inserted. Air was pulled out the same way. Therefore, to resolve the issue, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.